Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. During inspection and testing, the report that there was no image was not reproduced. Service found that the adhesive on the bending section cover was chipped due to chemical or physical stress, angulation was insufficient due to elongation of the angle wire, the paint on the grip cover was peeling due to chemical stress, and there was a scratch on switch three due to physical stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the image from the subject device was not displayed when connected. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the image issue could not be determined. Though the image failure was not confirmed during evaluation, it is possible that the image failure was caused by failures of the image sensor unit, internal circuit board, or the video system center. Olympus will continue to monitor field performance for this device.